Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced palpitations and pacemaker syndrome. The right atrial (ra) lead had dislodged with the lead tip resting in the bottom of the atrium. The ra lead also exhibited high thresholds. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.